Event description:
On (B)(6) 2018, a 28mm amplatzer atrial septal occluder (aso) was selected. During the procedure, the device deployed in a "cobra" formation. It was also noted that a single polyester thread was displaced. The 28mm aso device was resheathed and removed and a 26mm amplatzer atrial septal occluder was implanted. The patient was hemodynamically stable throughout the procedure and is reported stable. Per report, the procedure was extended due to this event.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The reported event of a "loose knot" was confirmed, however the knot met dimensional specifications when analyzed at abbott. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported deformation remains unknown. The sewing knots that are seen above the nitinol wires are considered a normal and acceptable characteristic of the occluder.